Event description:
In this event it is reported that vdw.silver reciproc stops during use in treatment. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Even if no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Nc083691/(B)(6): battery (voltage collapses under load) defective, replaced. Foot control without serial number, smr 118283 and contra angle (dentsply 09358 (2011) are error-free. Without power supply. Function test without errors. St 71, fi 36. Numbers of hours of use: 23.21.25. Failure mode - speed incorrect/too fast/too slow. Root cause - defective battery defective. Overcharged. Conclusion code - potential user handling/storage issue. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.